Event description:
Procedure type: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury concomitant therapy: align to trans- obturator urethral support system reason for mesh implantation: symptomatic pelvic relaxation with stress urinary incontinence complications post implantation: outcome attributed to device: had pain, erosion, extrusion, urinary problems, and dyspareunia first mesh revision surgery: (B)(6) 2008: underwent revision of align to tape, removal of mesh for urinary retention and mesh exposure 2nd mesh revision surgery: (B)(6) 2009: underwent removal of exposed vaginal mesh.